Event description:
While processing the first 200 ml of blood the product bowl exploded. The 200 ml was expelled at high velocity, contaminating the machine, the operator, and all equipment in close proximity. The bowl was changed out and a new machine was brought in.